Event description:
Patient initially received positive result, but the lab suspected several days later that there may have been an error in the lab and plates were possibly switched. Result was then changed to indeterminate. Lab could not confirm the exact mistake because by then, the plate was long gone.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient's test sample associated with barcode # (B)(4) and reference # (B)(4) was collected (B)(6) 2020 12:42 pm, received by the testing lab (B)(6) 2020 3:25 pm, and released as a positive test result (viral CT value of 28.62) (B)(6) 2020 5:36 pm. Testing for sample barcode # (B)(4) began (B)(6) 2020 4:50 pm on (B)(4), position g4. This sample was not in close proximity to any positive samples and therefore not considered to be affected by any contamination. Additionally, (B)(4) had several empty wells at positions b12, c12, d12, e12, f12, g12, and h12 - all of which displayed no viral or human amplification. Furthermore, (B)(4) was manually created in plating (sop pl-001 version 1.0), extracted using the tecan method (sop ex-25003 version 3.0), and manually prepared for qpcr using mastermix (B)(4) from batch 65. The reagents used to test the patient's sample were in specification, not expired, passed qc. Per the clinical lab's subsequent investigation, however, it was determined that the results for sample barcode (B)(4) were reported incorrectly. Clinical laboratory scientists cited a possible plate switch between plates (B)(4) - all of which were batched together onto mastermix (B)(4) in pcr. It was later determined by a laboratory staff member that because the four plates were extracted around the same time, by the same technician, and on the same instrument, that the switch likely occurred in extraction. At this point in time, however, this information cannot be confirmed. Because of these issues, sample (B)(6) was changed from positive to indeterminate on (B)(6) 2020 4:51 pm. In conclusion, curative can not confirm that the positive result as initially reported to the patient is valid.